Event description:
It was reported that a half day infusor had leaked. The location of the leak was not reported. This occurred prior to use on a patient, therefore there was no adverse event related to this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between 9 august - 11 august 2011. The sample was not returned for evaluation, therefore an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.